Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, the nurse reported they opened a vessel sealer extend (vse) to discover white gooey grease around the hinge below the mouthpiece. The first one opened had so much grease a piece dripped into the patient's abdomen. The customer was to use the third vessel sealer because the instrument had the least amount of grease out of the three. The procedure was completed. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was not inspected prior to use. They were dissecting, grasping when the fragment fell into the patient. Nothing broke; movement of the jaws caused a piece of grease/lube to work its way out and fall into the patient. The instrument was in use a few minutes prior to the issue. The surgeon did not notice any issues with the functionality of the instrument during the surgical procedure. The surgeon did not notice any issues with the functionality of the instrument during the surgical procedure. The instrument did not collide with any other instruments or other hard materials during the surgical procedure. The fragment(s) did not fall inside the patient during an instrument tip/accessory collision. The instrument was not removed prior to the fragment falling. The wrist was straightened, and the surgical staff did not feel any resistance upon removal of the instrument through the cannula. The surgical staff noticed an excessive amount of lube above the jaws. The fragment was not retrieved. No additional surgical procedure is required to remove the fragment. No post-operative tests like an x-ray or ultrasound were performed to check for remaining fragments.

Manufacturer narrative:
A return material authorization (RMA) was issued to have the intuitive device returned. However, intuitive surgical, inc. (Isi) has not received the product involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.